Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, child was in a mother's arms. The mother called a healthcare professional a few hours later because the urinary foley catheter was leaking. Upon inspection, the urinary catheter was found to be cut in two. Reinsertion of the urinary foley catheter was done. No clinical consequences for the patient. Sample was available for analysis.